Event description:
A hospital in (B)(6) reported that there was a leak between the feedset and chamber of two mr290 vented autofeed chamber during set up. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the two returned complaint devices were visually inspected. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube of the device. A lot check revealed one other complaint of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).